Event description:
The user facility reported that a portion of the sheath became separated during removal after a renal procedure. Follow-up communication with the endovascular lab technician indicated that the resistance and subsequent separation of the sheath during removal was believed to be related to scar tissue in the groin from previous procedures. The technician confirmed that the entire device was removed, the procedure was completed successfully and, although the separation allowed some minor blood loss, the pt had no complications.

Manufacturer narrative:
Although there was reportedly no impact to the pt, the event description indicates that some minor blood loss did occur. Results: are based upon eval of user facility info & the returned sample; is based upon reserve sample testing. Conclusions: are based upon eval of user facility info & the returned sample; is based upon reserve sample testing. Visual examination of the returned sample confirmed that the sheath had initially stretched and then separated, but the sections were still connected via the coil wire. Retained sample inspection & testing found no defects or anomalies and product performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The event description and appearance of the returned sample are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance, presumably related to the reported scarring in the patient's groin. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.